Manufacturer narrative:
On 28-sept-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and instructed the customer on cleaning the guide rods for the cup pick-up assembly. The customer is up and running with no errors. The ala-900 analyzer is functioning as intended with all errors cleared. No further action is required by fse. The most probable cause of the reported event was due to a dirty guide rods for cup pick up assembly. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2163 (c trans not releasing the cups) with the aia-900 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.